Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Customer's blood glucose level was between 116 - 122 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.